Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Upon review, this rv lead exhibited oversensing. The rv lead remains in service. No adverse patient effects were reported.